Manufacturer narrative:
A lot number was not provided therefore a device history record (DHR) review could not be performed. A sample consisting of one uvc catheter and two syringes, which came inside a generic plastic bag and presented signs of use (fuzz on shaft of the catheter), was returned for evaluation. A visual inspection found that the catheter did not show the reported condition. In order to confirm the reported condition, a functional test was required and revealed a cut on the shaft of the catheter. This issue has been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be attributed to unintentional damage during use when the user manipulates the device. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the product is leaking (between 12-13 cm from the 21 g part) while infusing central line with amino acid and lipid product. The customer reports that it was removed because this was a central line. The baby was without a much needed infusion line and was a difficult baby and a second uvc was attempted plus 5 piv attempts by staff. Transport rn came and started piv.